Event description:
Dermabond was used by my orthopedic surgeon to close a large surgical incision following total hip replacement surgery. I noted the incision and surrounding area to be very red, bruised, and itchy the 1st day post op, though the hospital staff does not check such things, and did not notice it. The s/s worsened over the next days. A rash was widespread over the area and eventually many parts of my body were itchy and showed a fine red rash. Eventually my ears, face, neck, armpits, ankles, and legs were involved. A week following surgery, I sought the care of a dermatologist. Not knowing for sure what caused the allergy, he prescribed a strong topical steroid and oral vistaril. I used up the two tubes of steroid quickly. He then ordered a different topical, clobetasol, which helped somewhat and I continued the vistaril as well as claritin, and zyrtec. I saw the dermatologist a month later and I was still itchy, but significantly improved. The orthopedic surgeon saw me about 10 days post op, and knew immediately that the dermabond was the culprit. I picked out the dermabond as best I could with sterilized tweeters and other tools. To date, 3+ months later, the wound is still not completely healed (and I am otherwise healthy with no diabetes), and I still have bouts of significant itch at distal points from the wound.